Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. Manufacturing record review: no discrepancies noted. Complaint history analysis: (B)(4) previous records relating to draw rod tip deformations on the reflex-hybrid revision driver. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation of the draw rod when connected to the screw and/or insufficient depth of screwing between the draw rod and screw. Risk assessment: the fragments from the broken instrument were safely removed from the patient and the surgery was confirmed to have been successfully completed. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft.

Event description:
It is stated that "dr (B)(6) was removing a hybrid plate using the blue ball removal driver. He took out the first 2 screws with no problem. When he was trying to take out the 3rd screw the tip of the draw rod broke off. Dr (B)(6) then removed the rest of the screws forcefully with the removal driver even though the draw rod was broken."